Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the tip of the knee scorpion had broken off. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is prying/leveraging of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal root repair surgery a part of the device broke off completely. The broken part was successfully retrieved from the patient. According to the surgeon the device was used correctly and no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.